Manufacturer narrative:
Exact date unknown, event occurred several days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation and frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and the patient was doing well postoperatively. The explanted ipg was discarded.